Event description:
The patient connector was not connected with the titanium adapter well when the customer changed the transfer set. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A request for the return of the actual sample has been made. Should the actual sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). The lot number was unknown, therefore a batch review could not be performed. An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing was performed with no issues noted. Functionally hand tightened a lab titanium adapter to set with difficulty noted. Sample was confirmed for the reported problem. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was not within specification limits. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional information becomes available.